Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed the vasoview hemopro 2 c-ring tip was bent. As soon as we open the kit it was noticed the tip was bent. A new kit was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 05/13/2025. An investigation was conducted on 05/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula was observed to be intact. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be intact with no visual defects observed. The scope wash tube was observed to be bent slightly. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent c-ring" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for "material twisted/bent c-ring". The c-ring extended and retracted normally with no issues. A visual evaluation was performed on july 25, 2025. Upon closer investigation it was observed that the tube with rib was kinked in two distinct locations. Refer to figures 1 through 3. Based on the manufacturing engineering evaluation, the reported failure "material twisted/ bent c-ring" was confirmed. The lot # 3000472785 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed the. Vasoview hemopro 2 c-ring tip was bent. A new kit was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.